Event description:
The customer called reporting that they were receiving an error 4 message when they insert a test strip into their freestyle meter, and that the batteries in his meter were draining quickly. While troubleshooting, it was discovered that the meter is unlocked and the uom can be changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.